Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the jaw of the vasoview hemopro 2 peeled off. A replacement device was used to complete the procedure. Nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25103481, 25086863 and 25072565 which were the lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history related complaint defect. (B)(4).